Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot number was provided with the complaint. There were 15 unbanded vistec sponges wadded up inside a ziplock band received for evaluation. No binding tape was received with the samples. A count was performed for the returned sponges which verified that only 15 samples were present. A photo was attached to the complaint that reveal several sponges lined up but no binding tape to identify a specific machine. The sample evaluation could not determine if the reported condition occurred at this manufacturing facility or at an outside facility as this product was used inside a kit. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, a scale system is set up to detect miscounts during the autobander process. A formal corrective and preventative action (CAPA) was initiated to address the miscount concerns for vistec products. During this CAPA, the off line banding equipment was discontinued. A reversal of the autobander trays was performed to tighten the bands. Implementation of this CAPA was performed 07/30/2015. Another CAPA has been opened to optimize the autobander process. This CAPA is currently in the investigation stage. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer reports a miscount. The pack contained 7 pieces of gauze and should contain 10.